Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.

Event description:
Reported false positive flu a or flu b and sars results for 6 out of 900 patients. The customer communicated the results were confirmed negative by molecular (pcr testing).